Manufacturer narrative:
G4:08apr2021. B4:13apr2021. H11: h1: malfunction h10: the authorized service engineer (ase) performed troubleshooting and reviewed the diagnostic report and found the following error auxiliary alarm supply failed & blower temperature high. The ase replaced the power supply, motor controller board and blower assembly and completed all required tests. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Failure analysis on the returned motor controller (mc) board shows that the customer complaint verified. Root cause is failure of blower motor due to mechanical failure.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12jan2021.

Event description:
The customer reported that the unit is intermittently powering off, and now the unit does not power on at all. The customer contacted product support and reported that the unit had the recall performed for (B)(4) a few days ago and now will not power on. The problem may be power management (pm) pcb and the customer would like it replaced under warranty. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
Failure analysis on the returned power supply shows that no fault was found with the returned part. The reported failure was unable to be replicated.